Manufacturer narrative:
This incident was originally documented within MFR report number 1627487-2014-20388.

Event description:
See (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the scs ipg was explanted and replaced with a different model which resolved the issue. Reportedly the patient has effective stimulation postoperatively.